Event description:
Caller alleged discrepant inratio inr results in comparison to the lab inr result. Results are as follows: date: (B)(6) 2013, inratio inr: 3.1, laboratory inr: 2.0, time between testing few minutes. Inratio result was from a finger stick. The lab result was from a venipuncture. Two (2) hours later, a venipuncture was performed and used for both the following results: inratio inr: 3.5, lab inr: 2.1. Therapeutic range 2.5 - 3.5 for the pt. There was no reported adverse pt sequela. There was no add'l info provided.

Manufacturer narrative:
Investigation: laboratory venous blood was used to perform the test on the inratio meter. Per product user guide limitations, "the alere inratio/inratio 2 system is designed to use fresh capillary whole blood. Plasma or anti-coagulated whole blood should not be used." Additionally, customer reports last dosage of heparin was given on the day of reported discrepancies. Per pi - limitations, "this test should not be used for pts on heparin therapy". Both issues are considered off label usage and no further comparison analysis of the reported result is appropriate. The last in-house therapeutic donor testing performed on reported lot 304226 on (B)(4) 2013 yielded the following results. Donor: (B)(6), inratio: 2.6, 2.9, 2.7, reference: 2.68, bias threshold: 1.68 - 3.68, %cv: 5.59; 203, 2.9, 3.1, 2.9, 2.92, 1.92 - 3.92, 3.89. All replicates for each donor were within the acceptable bias for accuracy. Product performed as expected. Both donors produced %cv less than (B)(4). Precision criteria had been met. No further investigation required. Conclusion: customer was receiving heparin at the time of the reported discrepant results. Limitation in pi, "this test should not be used for pts on heparin therapy." This constitutes off-label use. Customer also used a venous sample to perform one of the reported comparisons. The assay is only approved for investigation testing. Retain strip testing results met both accuracy and prevision criteria. (B)(4); corrective action is not required at this time. There is no corrective action required at this time, as no product deficiency was established.